Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110 (B)(4) description: implantable pulse generator (ipg) a review of the manufacturing documentation for the paddle lead and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the paddle lead and ipg found them to be satisfactory. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's lead had eroded through the patient's skin about an 1/8 of an inch. The patient elected to have the system explanted instead of undergoing a lead revision. The patient was reportedly doing well following the procedure.